Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver zosyn 4.5gm/100ml, at a rate of 20ml/hr, via a plum pump. Approx 20 minutes after the delivery was started, the nurse noted a leak. It was reported that while the nurse was examining the tubing set to determine the location of the leak, the tubing separated from the leg of the clave y-site. The therapy was not resumed. The nurse reported that the unspecified volume of antibiotic that was delivered "was thought to be sufficient." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.